Event description:
It was reported that the patient was having concerns with her device or therapy but had not sought further help. The elective replacement indicator (eri) occurred on (B)(6) but the patient was denied care and was told to wait for the alarm. The healthcare provider (hcp) told the patient that the pump needed to be replaced by 2014 (B)(6), as end of service (eos) was to occur on that date. At the time of this report, the patient did not have a doctor due to insurance issues. The patient experienced a return of spasms. On the morning of 2014 (B)(6), the patient was having spasms in her legs, arms, and toes. Her blood pressure was 230/181. The patient began feeling sick to her stomach. The patient took oral baclofen, 2 pills and 1.5 pills 4 hours later, which helped her feel less sick to her stomach. On the same date, the patient was at the emergency room (ER). The ER doctor was not familiar with the pump therapy. The following day, the patient experienced spasms. As of 2014 (B)(6), the patient had already been released from the hospital. On the same date, the patient woke up and her eyes were swollen shut. The patient went to an ophthalmologist, who told the patient that she was having an ¿allergic reaction¿ to pain. The patient was given eye drops to use. As of 2014 (B)(6), the patient was still feeling sick to her stomach. The patient also currently had shooting pains in her pelvis. It was thought that the medication was ¿oozing¿ out of the pump. On the same date, the patient heard an alarm, which was single-toned and faint. The beeps occurred every 5 minutes. The alarm had not yet been confirmed by telemetry. The patient was taking 20mg of oral baclofen every 4 hours. The patient was previously instructed to go to the emergency room (ER) when the pump started to alarm. The patient was scheduled to see a neurosurgeon on 2014 (B)(6) for a pump replacement consult. A pump replacement and catheter revision were done on 2014 (B)(6) the catheter was revised because, the tip had migrated. The pump was replaced due to normal eos. The device system was used to deliver baclofen. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731sc , serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. The reported hospitalization and catheter revision in response to the patient symptoms and device issues suggest that a medical and surgical intervention to preclude permanent impairment occurred; serious injury occurred. The pump ¿oozing¿ medication and catheter tip migration suggest that a malfunction of the long-term implant, which could cause or contribute to a serious injury, occurred; reportable malfunction.